Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The returned oxygenator was investigated in the laboratory of the manufacturer on 2019-02-14. A quadrox-ID pediatric was returned. The sample was contaminated. Visual inspection performed. Clots on the blood inlet side could be confirmed. On the blood outlet side barely clots could be detected. Purified with sodium hypochlorite. No further abnormalities could be detected. Clots could be confirmed. The exact rout cause could not be determine. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
The product was requested for return to the manufacturer for laboratory investigation but was not received yet. The investigation is still pending. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer: oxygenator clotted off after short run time additional information: the clotting was detected on the outlet side. The oxygenator was exchange with a new one during use. No harm to the patient was reported. (B)(4).